Event description:
A burn on my shoulder that was bubbled and red [burns second degree]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for neck and shoulder pain. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported "I used this product this week to try to relieve some neck and shoulder pain. I placed the product as directed, placed a very loose sweatshirt over it and proceeded to watch some tv. The product was only on my skin for 1 to 2 hours. I then went to remove the product before bed. It was severally stuck to my skin and left a burn on my shoulder that was bubbled and red. I immediately put ice on the area to help with the burn. I can't believe the extent of the damage relative to the short time the product was used, I don't even want to know the damage that would have occurred had the product stayed on the full 8 hours." Action taken with the suspect product was unknown. Therapeutic measures taken included ice. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for neck and shoulder pain. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported "I used this product this week to try to relieve some neck and shoulder pain. I placed the product as directed, placed a very loose sweatshirt over it and proceeded to watch some tv. The product was only on my skin for 1 to 2 hours. I then went to remove the product before bed. It was severally stuck to my skin and left a burn on my shoulder that was bubbled and red. I immediately put ice on the area to help with the burn, along with an unspecified burn cream. She stated it started getting better in a few days and she did not feel the need to seek a healthcare professional's help. The patient reported "I can't believe the extent of the damage relative to the short time the product was used, I don't even want to know the damage that would have occurred had the product stayed on the full 8 hours." Action taken with the suspect product was unknown. Therapeutic measures taken included ice and an unspecified burn cream. Clinical outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2016): new information received from a contactable consumer includes: additional therapeutic measures taken and event outcome. Company clinical evaluation comment based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term], a burn on my shoulder that was bubbled and red [burns second degree], narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in (B)(6) 2016 for neck and shoulder pain. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient reported "I used this product this week to try to relieve some neck and shoulder pain. I placed the product as directed, placed a very loose sweatshirt over it and proceeded to watch some tv. The product was only on my skin for 1 to 2 hours. I then went to remove the product before bed. It was severely stuck to my skin and left a burn on my shoulder that was bubbled and red. I immediately put ice on the area to help with the burn, along with an unspecified burn cream. She stated it started getting better in a few days and she did not feel the need to seek a healthcare professional's help. The patient reported "I can't believe the extent of the damage relative to the short time the product was used, I don't even want to know the damage that would have occurred had the product stayed on the full 8 hours." Action taken with the suspect product was unknown. Therapeutic measures taken included ice and an unspecified burn cream. Clinical outcome of the event was resolving. There was no reasonable suggestion of device malfunction. The sample status at the site was not received. Conclusion: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (03mar2016): new information received from a contactable consumer includes: additional therapeutic measures taken and event outcome. Follow-up (30apr2016): follow-up attempts are completed. No further information is expected. Follow-up (29may2020): new information from a product complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.